Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having unexplained high blood glucose of 427 mg/dl. The customer stated that the insulin pump alarmed no delivery during basal. The caller stated that the infusion set was changed and the issue was resolved. The time, date, and settings were correct. Assisted the customer to ruin a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.